Manufacturer narrative:
The insulin pump was received with prime alarms due to loose drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to loose drive support disk. The insulin pump passed the displacement test. Act.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 528 mg/dl. It was stated that the customer was throwing up, and her blood glucose went up to 628 mg/dl. The mother stated that her glucose level is under control, but she is not sure for how long her daughter will be in the hosp. While attempted to troubleshoot, the insulin pump kept defaulting back to rewind and requested to insert a reservoir. When the reservoir was inserted and tried to fill the tubing, the insulin was squirting out and no numbers were displaying. It was stated that when the customer attempted to escape, the insulin pump was defaulting to rewind. Advised the caller that a replacement of the insulin pump will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.